Event description:
Operating room #2 for a left shoulder arthroscopy and rotator cuff repair. At 1150, attempted to implant a 4.75 x 22 mm biocomposite swivel lock suture anchor. During this time the swivel lock suture broke off the handle applicator before anchor was in place. Eyelet component was left in pt due to risks & benefits. Second 4.75 x 22 mm biocomposite swivel lock suture anchor was given to field to be implanted. Second suture anchor had the same outcome as the first. Two total eyelets left in pt left shoulder. All items from both defective suture anchors were bagged up including remaining suture anchor box and given to charge nurse. Swivel lock info: ref# (B)(4), lot# 13242383, exp: 04/30/2023. FDA safety report ID # (B)(4).